Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
On an unk date, a pt with a subcondylar fracture underwent an orif mandible procedure and was implanted with a matrixmandible plate and four (4) screws. On (B)(6) 2011, x-rays revealed that on one end of the plate, two of the screws had migrated through the plate and plate was off the bone even though all four screws were still in place. Pt underwent revision surgery on (B)(6) 2011 during which all hardware was removed and a matrixmandible 12 hole plate (cut to 7 holes) was implanted with five (5) screws.